Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump alarmed no delivery. The patient's blood glucose at the time of incident was 479 mg/dl. Another no delivery occurred when the patient's blood glucose was 468 mg/dl. The patient treated via insulin pump bolus and manual insulin injection. Troubleshooting was declined for the high blood glucose. The no delivery alarm was resolved with an infusion set change. The insulin pump was not returned for analysis. However, the infusion set will be returned for analysis.